Event description:
It was reported that the carelink report showed a low impedance (153 ohms) at interrogation. The lead trend showed an impedance range of 616 - 1032 ohms. The lead is still in use. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.